Event description:
UDI pending /a malfunction with the pump was reported, identified by a malfunction code of malf 0. It was unknown if the issue caused the customer¿s blood glucose level to exceed 500 mg/dl as the customer declined to answer. To address the issue, technical support arranged to replace the pump under warranty, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The customer was also guided on how to put the pump into storage mode and to return the problematic pump within 10 days using a prepaid label.